Event description:
It was initially reported by arjohuntleigh representative: "the staff member, a summer student, had complete the bath, was removing the resident from the tub. The employee had not cleared the bathtub enough resulting in the back of the alenti chair hitting the edge of the tub which caused the lift to tip forward. The bath was in an elevated position, waist high as the alenti started to tip the staff member braces the chair and slowly lowered it to the floor. Assist was called and the resident was taken to hospital". Please refer MFR report#: 9611530-2013-00107.